Manufacturer narrative:
The customer indicated the devices were discarded. The devices were not returned to hospira for testing and investigation; therefore, attribution of the issue to the devices could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of device breakage; subsequently blood loss was noted. The tubing sets were being used to deliver an unspecified medications, at an unspecified rates, via plum pumps. The option-lok male adapters of the tubing sets were connected to clave ports of an unspecified extension set. It was reported that while the nurses disconnected the tubing sets from the clave ports, the male adapters of the tubing sets broke off and remained in the clave ports. Leaks of solution and unspecified volumes of blood loss were noted. The tubing of the extension sets were clamped off. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapy critical to these pts. No medical interventions were required. Though requested, no add'l info was provided.